Event description:
It was reported that a caregiver received a high glucose alert for an ilet user and sought guidance while the user was asleep and unavailable for a blood glucose check; the agent reviewed potential causes of elevated glucose and advised on supply changes if elevation persisted, noting the device¿s automated correction algorithm. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention, and no alarms beyond the user¿s phone alert. Investigation included customer interview and user education. Investigation of this case revealed no device malfunction and that the device¿s automated features were expected to address elevated glucose. It was concluded that the event was user-reported hyperglycemia with unclear cause and that the device performed as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.